Event description:
The reporter states that he obtained the following blood glucose comparisons on the accu-chek aviva sys: 573mg/dl and 94mg/dl; 573mg/dl and 85mg/dl; 573mg/dl and 65mg/dl; 573mg/dl and 86mg/dl. All aforementioned tests were obtained within 10 minutes. No reported actions taken based on the blood glucose results. No adverse event reported. New sys sent and return requested.